Manufacturer narrative:
The device was not returned for evaluation. The caller reported that the cannula was on top of the skin at the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported that his son's blood glucose read "high" (>500 mg/dl) and the cannula was laying on top of the skin, but there was no insulin visible on the skin.